Event description:
It was reported that a customer experienced an issue with a battery depleting too fast. There was no reported impact on the customer¿s blood glucose level. The device was expected to be returned and a replacement pump was issued.